Manufacturer narrative:
Complaint was confirmed for the high impedance. As received, visual inspection of the lead body segment was found with all the internal wires broken the all-broken wires will cause high impedance on lead, which will cause the loss of therapy.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. During the procedure it was found that the anchor was broken. In turn, the lead and anchor were explanted and replaced. Effective therapy was restored.